Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported.  No additional information is available.

Manufacturer narrative:
Additional information: a2, b1, b2, b5, b6, b7, h1, h6 and h10. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in sterile peritonitis. The breach in aseptic technique was not further described. The sterile peritonitis was manifested by pain, cloudy effluent, and fever. The same day as the event onset, the patient was hospitalized and was treated with cefazolin, ceftazidime and amikacin for sterile peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was stopped and re-introduced. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.